Event description:
The pt contacted lifescan and alleged the test strip via for the one touch ultra meter had a broken rim. The pt stated they had used 4 vials of test strips that were in broken vials and at that time they had readings that were high compared to feelings. (Invalid comparison). The readings were 257 mg/dl, 181 mg/dl, 262 mg/dl, 234 mg/dl, and 271 mg/dl. A medical professional was contacted for advice and the pt's insulin was increased. No symptoms of high or low blood glucose were reported. They stated now their results are lower with new vials. The customer care representative performed troubleshooting and the pt no longer had the vials. The pt was unable/unwilling to describe sample or application technique. Based on the information obtained from the pt, with no information on readings or troubleshooting that can be done, this is reported as a product malfunctioned due to the cracked vials. The test strips were replaced.